Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice pro during use during fill 4 of 4. The patient was connected. The cg stated that the supply bag was not refilling so they disconnected the heater bag and added a new bag to the heater line. The baxter technical service representative (tsr) explained the alarm and advised the cg they would need to end the therapy because the cg had disconnected and reconnected a bag. The tsr assisted the cg with ending therapy and advised the cg that the patient should finish therapy with manual supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the report of the cg disconnecting the heater bag and reconnecting a new bag. The rn stated they were aware of the issue and that the cg had gotten the lines mixed up which caused the alarm. The rn stated the cg was hooking up the bags in the reverse order. The rn stated the patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.